Event description:
The equipment went down during an intervention. The sys could not be restarted by the user.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).